Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker, right ventricular (rv) and another manufacturer's right atrial (ra) lead, exhibited pacing impedance measurement problems. The patient felt sensations in the chest area and experienced lightheadedness. The patient reported being told that the leads were not fully functional. Boston scientific technical services (ts) referred the patient to their physician. No adverse patient effects were reported. This product remains implanted and in service.